Event description:
It was reported that the pulse generator dependent patient with palpitations presented in hospital for check. Upon interrogation, the right ventricular lead exhibited noise, loss of capture, and low lead impedance. The lead was replaced. The patient tolerated the procedure well and would be followed normally.